Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A patient was implanted with the incore lapidus system. At a later date, the surgeon found that one of the screws had broken at the tips inside the medial cuneiform. The implant was removed. There were no patient complications reported.